Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h4. The device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the video cable was not connected to the monitor which resulted in the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the video system center, the camera head was not detected and there was no image. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure which was completed with a similar device. There was a five minute delay; however, there were no reports of patient harm.

Manufacturer narrative:
During troubleshooting with olympus technical assistance center (tac), the customer reported that the unit is not shut down per instructions for use (IFU) when connecting and disconnecting. Additionally, the video cable to the monitor was disconnected. The customer connected the video cable and the issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.